Event description:
During an angioplasty procedure of the calcified, right ventricle pulmonary artery conduit of this pt balloon burst diagonally at 5 atmospheres. An inflation device was used in the procedure. It is noted that there was no damage to the packaging or the product before use. There was no injury to the pt. Another balloon was used to complete the procedure.